Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one unit for evaluation. A visual examination of the unit confirmed the reported condition, as the winged luer cap was found off of the device. The root cause of the reported condition was determined to be an untightened blue winged luer cap. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Manufacturer narrative:
(B)(4) - evaluation is pending receipt of the sample. Upon completion of the evaluation, or should any additional information be made available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Event description:
The customer reported to a baxter representative a condition of an intermate disposable solution delivery system that was alleged with a disconnected blue winged luer. There was no report of patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.